Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: what suture type was used? Vicryl. What suture size was used? Unknown. When the event occurred, was the suture placed near the hinge of the clip? Unknown. Were you able to lock the clip closed on the suture? No if yes after it closed, was the clip holding securely fixed on the suture? Was the applier checked for damage (jaws straight and aligned)?multiple appliers were used. Opened a different lot number and it worked. What was the surgical procedure involved? Robot partial nephrectomy. Was this a robotic procedure? Yes. If clip did not close/did not hold on the suture, was the clip used in an application where the suture was under tension? No it was attempted to be placed on the suture at the back table. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Events reported via: 2210968-2023-00813, and 2210968-2023-00815.

Event description:
It was reported that a patient underwent a robot partial nephrectomy procedure on (B)(6) 2023 and suture clips were used. During the procedure, on the back table the staff was having difficulties with the device engaging the vicryl suture. They opened three packs which all did not work. So then used a different package with a different lot and it worked appropriately. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following was obtained: juarez analysis lab received five xc200 samples: lot# se2ale; please confirm the correct quantity in this complaint. There were three packs originally, the five packs sent back for analysis were of the same lot number as the three. Analysis summary: the product was returned to ethicon for evaluation. Visual inspection was conducted on the returned cartridges. 5 sterile samples were received. Visual analysis of the returned samples revealed that xc200 cartridges (a-e) were received sterile with no apparent damage and six clips loaded per cartridge. The cartridges were tested for functionality with the test device. Upon functional testing of the clips, the instrument loaded, retained, and deployed six clips per cartridge as intended. The clips were as intended and conforms to our manufacturing requirements. As part of ethicon¿s quality process, all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as the clips performed without any difficulties noted. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. Related events captured via 2210968-2023-00813 and 2210968-2023-00815.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 3/6/2023. Additional information was requested, the following was obtained: juarez analysis lab received five xc200 samples: lot# se2ale; please confirm the correct quantity in this complaint. There were three packs originally, the five packs sent back for analysis were of the same lot number as the three. A device has been received for product code xc200, lot se2ale, however it has not yet been evaluated. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.